Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal esophageal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the first and second bands were successfully deployed; however, upon attempting to deploy the third band, the rotation handle became stuck and could not be rotated. There was no difficulty setting up the device. The procedure was cancelled once the patient was already sedated. The procedure was rescheduled and then completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of ligator handle broken, wont turn. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. The speedband superview super 7 device was not returned for analysis. During the media inspection, it was determined that the picture provided by the customer was not related to the reported issues. No additional observations could be made due to the absence of the physical device. The reported events could not be confirmed through product evaluation. A risk review was completed and confirmed that the events of bands failure to deploy, handle broken or wont turn, and cancelled or rescheduled post sedation or sedation unknown are defined in the risk documentation and are documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were identified during the assembly process. However, due to the lack of device return and insufficient evidence, it cannot be determined whether the issues resulted from procedural technique or from a potential device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.